Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal interventional procedure, the hub on the introducer detached within the introducer sheath. The clinician had acquired vascular access [via seldinger technique] with the introducer sheath. During removal of the introducer along with the access guidewire, the introducer sheath hub detached from the introducer leaving the introducer within the access sheath. The clinical was able to save the primary access site and sheath for the chronic total occlusion [cto] procedure by using a vascular snare device that had already been prepped and sitting within the sterile field instead of using a pair of forceps. Retrieval was successful, and the primary access site and sheath were used to complete the cto procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.